Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: introducer and sheath returned. Grasping hook is easily advanced and looks compared to sample hook unremarkable. The hook can without difficulty grasp a filter, and no errors observed. It can not be concluded what has caused this event. Based on the above an exact root cause for this event can not be found. No evidence to suggest that device was not manufactured according to specifications. Cook medical will continue to monitor for similar event.

Event description:
Description of event according to initial reporter: ivc filter placement was performed so as to prevent the blood clot in iliac vein bifurcation from flowing to lung. The procedure was conducted as labeled. When the filter got out of the sheath completely and expanded fully, the filter detached from the grasping hook and deployed all of sudden though metal knob was not pushed (release button was still locked). The deployed filter tilted a little. Angiography confirmed that the filter hook attached to the vessel wall. However, as there was no problem in the site filter was placed, the physician determined to end the procedure. Patient outcome: no adverse effect to the patient due to this occurrence.